Event description:
(B)(4). It was reported by the consumer that the unspecified mechanical wheelchair had a faulty right front caster. There was no injury reported.

Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.